Event description:
A customer reported that their pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced this issue and received tips from technical support to prevent future alarms. After replacing the cartridge, the pump resumed normal operation.